Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is overheating.

Event description:
It was reported that, before patient use the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem has been confirmed via device logs. The "muffler" filters have been replaced. Performed engine performance test and vacuum and pressure regulator calibration. The repair was completed. The device has passed all performance and safety tests according to the specifications of the parent company. The device has been returned to the customer and cleared for clinical use.